Manufacturer narrative:
(B)(4). Batch #: u93a0y. Investigation summary, the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was received with the blade tip broken off and returned. During functional testing on gen11, an alert screen was displayed. No unexpected ready to pre-run test issue was observed at any time as reported. The device was disassembled to inspect the internal components and no anomalies were found. As part of ethicon endo surgery's quality process all devices are manufactured, inspected, and released to approved specifications. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "tighten assembly", "blade error detected" or "relaxed pressure on blade" followed by a "replace instrument" screen later in the procedure. Continued usage of the damage blade can result in a broken blade. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the scalpel passed the first pre-run test. After working several minutes, the scalpel was required to pre-run by the system again. The scalpel could not work uninterrupted. Changed to another device to complete the surgery. There was no patient consequence reported. No additional information can be provided.